Event description:
The customer reported that the biopsy device displayed an error code on the lcd screen. The customer reported turning the unit off for at lease 2-3 minutes and turned the unit back on the repeat of the error code. It was recommended that the customer return the device for service and repair. The pt made the decision not to reshedule their biopsy procedure.